Event description:
We were in a very difficult colonoscopy where the patient had multiple polyps that needed to be removed throughout the colon. When we were in the process of descending back to the rectum we came across a polyp in the sigmoid colon. We removed with a hot snare with erbe cautery unit at that time didn't seem to provide the right amount of cut/coag. Lips and interventions to close defect and stop bleeding for best possible outcome.